Event description:
It was reported that the lead dislodged. A lead revision was performed, but it was suspected that the helix was not fully extended which caused the lead to dislodge a second time. The lead was explanted and replaced. It was also reported that the device was difficult to remove from the pocket. A dent was noted on the device which was likely caused when trying to remove the device using forceps. A new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same to a device marketed in the u.s. Evaluation summary: (B)(4) no anomalies were found.

Event description:
It was reported that the lead dislodged. A lead revision was performed, but it was suspected that the helix was not fully extended which caused the lead to dislodge a second time. The lead was explanted and replaced. It was also reported that the device was difficult to remove from the pocket. A dent was noted on the device which was likely caused when trying to remove the device using forceps. A new device was implanted. No patient complications have been reported as a result of this event. It was additionally reported that the lead revealed oversensing.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies were found.